Event description:
It was reported that "insitu bender bent during surgery. All three persuaders broke during surgery. Two of the persuaders locked and the third broke. The threads on the capspins stripped, making insertion into persuader difficult."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.